Event description:
Patient reported receiving 07 (system alarm) during basal delivery. Patient indicated that he was able to clear the 07 by replacing the batteries. Patient indicated he experienced elevated blood glucose, registering as "high" on the blood glucose monitor. Patient indicated he went to the hospital and his blood glucose level was 600 mg/dl. Patient indicated he was administered insulin drip and injection therapy. Patient indicated that his pyhisician recommended switching to injection therapy. Patient indicated that he fells that the device was not delivering insulin accurately.